Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the home monitoring data. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. The device data of the ICD was inspected. An evaluation of the available home monitoring data of this particular device revealed the bos battery status. The battery state of discharge was found normal and as expected. There was no indication of a material or manufacturing problem. As of today, the lead is not available for analysis. Therefore, the root cause of the clinical observation cannot be determined. The integrity of the lead cannot be assured. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
After an implantation period of approx. 33 months, oversensing on the ventricular channel was reported. A revision surgery is scheduled.